Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gallbladder to treat cholecystitis during a endoscopic ultrasound (eus) gallbladder drainage procedure performed on an (B)(6)2026. During the procedure, there was an intra-gallbladder hemorrhage. The physician stated that a pigtail stent was also implanted as a preventative measure. The gallbladder was observed but did not detect bleeding. Reportedly, the physician stated that they believe there was a possibility of bleeding due to gastric cancer or abdominal aortic aneurysm. The attending physician stated that there was probably no causal relationship between the treatment with this product and the bleeding due to the abdominal aortic aneurysm.unfortunately, the patient passed away on(B)(6)2026.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the gallbladder to treat cholecystitis during a endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2026. During the procedure, there was an intra-gallbladder hemorrhage. The physician stated that a pigtail stent was also implanted as a preventative measure. The gallbladder was observed but did not detect bleeding. Reportedly, the physician stated that they believe there was a possibility of bleeding due to gastric cancer or abdominal aortic aneurysm. The attending physician stated that there was probably no causal relationship between the treatment with this product and the bleeding due to the abdominal aortic aneurysm. Unfortunately, the patient passed away on (B)(6) 2026.

Manufacturer narrative:
Block d4, h4:the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted.block h6:imdrf impact code f02 captures the reportable event of death.block h11:investigation results:based on the available information, boston scientific corporation determined that the reported events of death and major hemorrhage could not be confirmed. The investigation included a review of the complaint information, available product records, and applicable risk management documentation. The reported clinical outcomes are identified as known potential adverse events and inherent risks associated with the intended use of the device, as documented in the instructions for use (IFU) and product risk files. No product sample was returned for evaluation; therefore, the investigation was limited to the information provided in the complaint record. Review of the available data did not identify evidence of a device malfunction, manufacturing nonconformance, or labeling deficiency that could have caused or contributed to the reported events. Based on the information reviewed, an assignable root cause could not be determined. The reported events are considered consistent with the known risk profile and expected clinical performance of the device when used as intended. Therefore, no product-related cause was identified, and the investigation did not reveal evidence indicating the device failed to perform as designed.device history record review:it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.device technical analysis:the complaint device was not returned therefore; product analysis could not be performed.risk reviewa risk review was completed and confirmed that the events of "hemorrhage, major and death" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.labeling review:a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, hemorrhage, major and death are noted within the product labeling as a possible adverse event associated with the use of the device. There is no evidence that the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.investigation conclusion:taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. Based upon boston scientifics medical review assessment, the limited data reasonably suggest that the clinical events of infection and additional intervention leading to death are anticipated in nature and severity.